Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement device shipped to site to resolve the issue. Medtronic investigation of returned suspect device finds that the vertek arm is well worn with many nicks and scratches. As reported, the arm will not completely lock down the joints leaving the joints still movable. Failure mode: mechanical. Failure mechanism: will not tighten. Vertek arm directly caused event.

Event description:
A site representative reported that a navigation system vertek arm would not tighten properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.